Event description:
Blood transfusion. The rn was performing a back prime on the blood tubing, the 10-cc syringe attached to the back prime port suddenly disconnected and exploded. Blood product was sprayed onto the rn and the pump. Pump was sequestered by biomed. Biomed sent pump to manufacturer for evaluation. Back prime procedure was being performed according to manufacturer's guidelines. Tubing used - primary plum y-type blood set 200 micron filter, clave secondary port secure lock, 110 inch.